Event description:
It was reported that the patient experienced a hematoma approximately two weeks after the implant of their implantable pulse generator (ipg). The hematoma was evacuated. The device remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.